Event description:
It was reported that the unit displayed an error message. Further the unit's locking knob was broken.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.